Event description:
Caller reported a malfunction on the pump. The customer experienced a blood glucose (bg) level of 530 mg/dl. The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi) without requiring assistance from a third party. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears.